Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was successfully performed. A 30mm watchman ® laa closure device was implanted. The patient returned for a transesophageal echocardiogram (tee) 7 weeks post implant which revealed thrombus on the device. The patient was put on 2.5mg of eliquis daily. Repeat tee performed 6 weeks later revealed the device was free of thrombus.

Manufacturer narrative:
(B)(4).

Event description:
It was reported thrombus on the device occurred. A left atrial appendage (laa) closure procedure was successfully performed. A 30mm watchman ® laa closure device was implanted. The patient returned for a transesophageal echocardiogram (tee) 7 weeks post implant which revealed thrombus on the device. The patient was put on 2.5mg of eliquis daily. Repeat tee performed 6 weeks later revealed the device was free of thrombus. It was further reported that the device was implanted (B)(6) 2017 and the 7 week tee was performed on (B)(6) 2017. There was no change in the seal of the device. After implant, the patient was placed on coumadin and aspirin, but was admitted to a hospital with a gastrointestinal bleed on (B)(6) 2017 and anticoagulation was stopped. Once the patient was started on eliquis, the patient had weekly complete blood counts (cbc)and developed anemia, which required 1 unit packed red blood cells prior to the second tee.